Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with bolus. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Customer declined to test on insulin pump. Troubleshooting was declined. The insulin pump will not be returned for analysis.